Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information source: website.

Event description:
Customer reporting testing continually sars false positive when using this test. Customer states they are negative by pcr and other rapid antigen tests. Numerous attempts were made to understand how many tests were taken by the customer but were unsuccessful. Two reports will be filed for unknown number. Report 1 of 2.